Event description:
A follow up called was made and the customer reported that the reservoir compartment smells heavily of insulin when removing the reservoir. The customer stated that the reservoir does not work when it goes down to 10.0 units and her blood glucose increased. The customer mentioned that the insulin pump only delivers about 50 or 60 percent of the insulin when the reservoir has 10 to 20 units left. Troubleshooting was performed, and the displacement test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.